Event description:
The customer reported the ventilator was autocycling during normal ventilation mode operation. The customer reported the device was in use on a patient and there was no patient harm. During evaluation, the manufacturer's service technician was able to duplicate the reported problem of autocycling when set to high peep levels during testing. The service technician replaced the analog board to address the finding. Performance verification testing was completed and tests passed per operating specifications.